Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that a cadd pump that alarmed before it was complete, saying no disposable pump, won't run. The patient was not affected. No additional information. Customer requested additional disposables to be added to complaint. There was no patient injury reported.